Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an iab rupture. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and a leak was detected on the rear seal of the membrane. The evaluation confirmed the reported problem. We are unable to determine when the leak occurred, as we are unable to mimic the clinical setting, but it is possible that this leak was caused by excessive flexing due to a difficult insertion or patient anatomy. (B)(4).